Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4). This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain on right side ++") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), back pain ("sacrum pain"), fatigue ("chronic fatigue ++"), paraesthesia ("electric shock in the right buttock"), malaise ("malaise"), depression ("bout of depression sometimes") and menorrhagia ("haemorrhagic menstruation ++"). On an unknown date, the patient experienced endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), hypersensitivity ("allergy ++"), anaemia ("anaemia ++") and tinnitus ("tinnitus"). The patient was treated with surgery (hysterectomy and salpingectomy performed in (B)(6) 2017). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, back pain, fatigue, paraesthesia, malaise, depression, menorrhagia, endometriosis, adenomyosis, hypersensitivity, anaemia and tinnitus outcome was unknown. The reporter provided no causality assessment for adenomyosis, anaemia, back pain, depression, endometriosis, fatigue, hypersensitivity, malaise, menorrhagia, paraesthesia, pelvic pain and tinnitus with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: pelvic pain. The analysis in the global safety database revealed 3.549. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the consumer or regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.